Event description:
Customer reported receiving an unspecified "low" reading from her adc blood glucose meter, when she felt as if her sugar was high. Customer further reported not feeling well and noted her vision was blurred. Customer's sister administered an unspecified amount of insulin. No further information was provided as the customer declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (1362707) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The products have been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. It is unknown when the medical event occurred. All pertinent information available to abbott diabetes care has been submitted.